Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error that could result in an inability to switch ventilation modes as expected. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare issued a proposal for repair to the customer but the proposal has not been approved to date. No further information is available regarding the resolution of the reported issue. Ge healthcare issued a proposal for repair to the customer but the proposal has not been approved to date. No further information is available regarding the resolution of the reported issue.